Event description:
Customer reported falsely low potassium recoveries (mean shift of 0.7 mmol/l) on 10 pt results obtained with bmc-hitachi 911 analyzer outfitted with a potassium cartridge for ise determination of potassium.one pt was allegedly treated based on the erroneous result.